Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. The conclusion applies to both of the leads. (B)(4).

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. The manufacturer representative reported that after implant everything was fine. Another manufacturer representative saw the patient and reprogrammed them due to the stimulation in the buttocks and the issue resolved. This stimulation in the buttocks returned a week later and the calling manufacturer representative reported to see the patient for reprogramming. Good coverage was achieved, but a few days later the stimulation in the buttocks returned. The patient's pain was up to their knees and for the last couple of weeks the patient had experienced stimulation traveling to their buttocks rather than down to their foot. It was reported that impedance measurements were taken at 0.70v and xxx was seen for several of the electrode combinations. The manufacturer representative reported that when impedances were tested at 1.7v all of the xxx's cleared but the values were low at approximately 600 ohms. Impedances were run again at a lower voltage and impedances ranged between 682-800 ohms. On (B)(6) 2016 was the first day that xxx impedance values were seen. The patient was going to get an x-ray to check the leads as the manufacturer representative questioned whether the xxx values meant that the lead had come out of the epidural space. Additional information was received reporting that the patient's system was checked under fluoroscopy and the leads had migrated. The patient was being scheduled for a lead revision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.